Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed offline and black screen. A field service engineer (fse) tested the station, both halves of drawer was not on bus, cables and connections tight. Further the fse replaced the module controller and both drawer controllers as a precaution since it was not apparent which drawer controller caused the power failure. Tested in hardware test application (hta) and it was fine. Escort configured drawers, performed inventories in both drawers. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: peacehealth sacred heart medical center at riverbend.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station showing offline and displayed black screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.